Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was returned for evaluation. From the information provided, the tip was apart when the package was opened (out of box failure). Visual inspection shows the returned connector was received with its s-clamp received loose from the s-hook. Tissue residue was found on the needle hooks which may indicate the device was used in a patient. Out of box failure could not be verified based on visual observations. The investigation revealed that the angular dimension of the s-clamp hook was out of specification. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality including inspection of the instrument prior to use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was initially reported that the tip was apart when the package was opened (out of box failure) and that another package was opened and the procedure continued without incident. However, the device was received in used condition with tissue present on the tip so it is unknown whether the breakage occurred during use. Nothing was left in situ as all pieces of the device were returned for evaluation. Clarification was requested from the customer but has not been received to date. No patient injury or other complications were reported.